Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the cause for the reported single leaflet device attachment (slda) appears to be related to procedural conditions. The reported off-label use was due to the device being used on a tricuspid valve. It should be noted that, per the intended use section of the mitraclip system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Additional information reported that physician assumed that the second clip could have possibly been entangled on chordae or the septal leaflet itself - that could caused the detachment of the first clip from the septal leaflet. There was no contact between the clips. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4-5. The first clip delivery system (cds) was advanced to the tricuspid valve and the clip was placed without any difficulties. Sufficient leaflet insertion was confirmed and deployed. A second cds was advanced to further reduce tr, but during positioning of the clip, tension was observed on the first clip. The first clip detached from the anterior leaflet, a single leaflet device attachment (slda). The second clip was deployed successfully in the posterior/septal position. A third clip was implanted in the anterior /septal commissure position. After implantation of the second and third clip, the slda was stabilized. Three clips implanted, reducing tr to 3-4. No additional information was provided.